Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number was unknown; therefore a batch review cannot be preformed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a system error 2240 alarm, which occurred on the homechoice (hc) during use during dwell 1. The technical service representative (tsr) had hp recycle power and advised hp to start over with new supplies or do manual exchange. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient (hp) the hp stated that she did not notice any abnormalities with the supplies. The hp stated that there was no patient injury or medical intervention.